Event description:
Caller states a patient who was admitted to the emergency room (ER) tested >600 mg/dl on the emergency medical technician's (emt) meter. Caller did not know what time this event occurred. Caller states that patient tested hi (greater than 600 mg/dl) on the inform system while using comfort curve test strips. Labs had been drawn at the same time as the meter result, and returned as 45 mg/dl and 56 mg/dl. This comparison was performed at approximately 05:41. At 06:29, patient tested 236 mg/dl on the inform system. At 07:03, a lab returned as 69 mg/dl. At 07:32, the inform system read 297 mg/dl. Caller reports that between 07:00 and 08:00, the patient was treated with d50%. Requested return of meter and test strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.